Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the pump supplies were changed. Blood glucose (bg) was 308 mg/dl. Later in the day, bg was 212 mg/dl and cause was not known. A pump system check was performed and air bubbles were observed in the tubing. Pump supplies were changed and bg lowered to the 100 mg/dl range.